Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a breach in aseptic technique. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
This peritoneal dialysis (pd) patient stated they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of abdominal pain. The patient had pd cultures obtained and was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus epidermidis. The patient was subsequently admitted to the hospital on (B)(6) 2025 due to worsening symptoms (unspecified). The patient continued the antibiotic regimen and pd therapy in the hospital. Additionally, the patient is being treated for other issues (unspecified) that are not related to pd therapy. The patient remains hospitalized. The cause of the peritonitis was attributed to a breach in aseptic technique.

Event description:
This peritoneal dialysis (pd) patient stated they have peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of abdominal pain. The patient had pd cultures obtained and was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin (dose, frequency, and duration not provided). The culture resulted positive for staphylococcus epidermidis. The patient was subsequently admitted to the hospital on (B)(6) 2025 due to worsening symptoms (unspecified). The patient continued the antibiotic regimen and pd therapy in the hospital. Additionally, the patient is being treated for other issues (unspecified) that are not related to pd therapy. The patient remains hospitalized. The cause of the peritonitis was attributed to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.